Manufacturer narrative:
Analysis was performed by a philips remote technical consultant (tc) which included interviewing the customer. The tc suggested the issue may stem from a faulty speaker cable, speaker assembly or main board. It was discovered the main cpu board needed to be replaced to resolve the issue. The tc provided the customer a quote for onsite repair and informed them the job will not be covered by warranty-contract-rsm-quote. The customer did not reply. Eventually, the onsite quote expired and the case closed. Based on the information available in the case and provided by the philips personnel, the cause of the reported problem was confirmed to be the cpu board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote technical consultant (tc) interviewed the customer and suggested the issue may stem from a faulty speaker cable, speaker assembly or main board. It was discovered the main cpu board needed to be replaced to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that the device is showing an inop speaker malfunction. It was confirmed the device did not produce sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.